Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. (Software): the customer reported signal loss and an extended investigation has been performed, a new and unused sensor was inserted into simvivo test fixture. Downloaded the app and completed initial app setup steps. Sensor was scanned to the app. 60 minute warm up was observed. Enabled ¿signal loss alarm¿ feature in the app. Placed phone device in faraday bag to interrupt signal to sensor. Signal loss alarm observed after 20 minutes. Removed phone from bag and confirmed the sensor reconnected within five minutes. App connected to sensor and functioned as intended. Replication of the issue was attempted using a similar configuration of samsung galaxy s22. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced "confused, dizzy, hard speaking, lightheaded, slurred speech" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided glucose gels orally for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced "confused, dizzy, hard speaking, lightheaded, slurred speech" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided glucose gels orally for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.